Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak between the o rings. Customer stated that leak occurred in 2nd past o ring. Customer stated that leak is occurring from both reservoir barrel or o rings. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.